Event description:
It was reported that renasys go was not flowing and the display area was not showing information. Patient stated the canister had a small amount of drainage in it and was connected tightly and there were no kinks in the tubing. No backup device available.